Event description:
A malfunction alarm with the code "malf 9" was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assistance, and after the pump was reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues arose again, and they acknowledged and understood the instructions.